Manufacturer narrative:
The investigation is in progress. No product sample has been received and no lot numbers were provided for this complaint; therefore, no document review or product evaluation could be completed at this time. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the surgeon felt the tip had lost its chrome plating at the end of a procedure. There was no harm to the patient. Additional information has been requested.